Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Part: 03.037.013-us lot: 9430478 manufacturing site: hägendorf release to warehouse date: 05. May 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 03.037.013-us lot: 9430478 manufacturing site: hägendorf release to warehouse date: 05. May 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation background: modified event description: it was reported that on april 26, 2019, during trochanteric femoral nail procedure, one (1) protection sleeve would not slide into one (1) aiming arm. Protection sleeve would not slide all the way through the jig and is now stuck. The procedure ended up freehanding for a perfect circle to complete the case. There was a surgical delay of 1 hour and 30 minutes. The procedure was successfully completed. Patient outcome was successful/no patient consequence. The instrument(s) was not returned and instead will be do based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) (1 total) was reviewed and the complaint condition for unable to assemble could not be confirmed as the image(s) showed the instrument together however it could not be determined if there stuck together. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the complaint could not be confirmed. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.,investigation site: hägendorf summary of manufacturing investigation: shipped back device ¿130 deg aiming arm¿ with lot number 9430478 is in used conditions. A protection sleeve with lot number 9934008 is stuck into the apposite channel marked with a green circle and the word ¿static¿. Furthermore component 60082593 is missing. After the two stuck components were separated it was possible to see that the channel, in which was stuck the protection sleeve, is damaged, most likely due to the force used to get the sleeve into the channel. Functional tests cannot be performed because the device is damaged and a component is missing. The following documents were reviewed: ¿ device history record (DHR) 9559326; ¿ inspection sheet se_487530 version ad, ¿pa intern multiple 03.037.013¿; all the documents mentioned above have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were found. However, according to drawing, component 60082593 is missing. In order to understand if the protection sleeve was stuck in the device due to a dimensional issue it was measured the internal diameter of the channel after the separation of the two. However, after the separation of the two devices, the channel resulted damaged most likely due to the strength used to insert the sleeve in the channel. According to drawing and the result found, using micrometer, the results are slightly out of specification. The cause must not be address to a dimensional issue but to the damage produced by the insertion of the sleeve. The complaint was caused because the used protection sleeve 03.025.040 / lot 9934008 is out of specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument(s) was not returned and instead will be do based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) (1 total) was reviewed and the complaint condition for unable to assemble could not be confirmed as the image(s) showed the instrument together however it could not be determined if there stuck together. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the complaint could not be confirmed. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
(B)(6). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during trochanteric femoral nail procedure, one (1) protection sleeve would not slide into one (1) aiming arm. Protection sleeve would not slide all the way through the jig and is now stuck. The procedure ended up free-handing for a perfect circle to complete the case. Surgeon lost a perfect reduction due to x-ray team having to re-position the patient to free hand drill under x-rays. There was a surgical delay of 1 hour and 30 minutes. The procedure was successfully completed. Patient outcome was successful/no patient consequence. This report is for one (1) aiming arm. This is report 2 of 2 for (B)(4).